Event description:
It was reported that the device could not be interrogated. It was explanted.

Event description:
It was reported that the device could not be interrogated. It was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Next, the pacemaker was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The current consumption of the electrical module was normal and as expected. There was no indication of a malfunction. The available device data were inspected. The inspection revealed that the pacemaker activated the safety backup mode on june 17, 2022, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Please note that in the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption draining the battery. The documented amount of charge taken from the battery was verified, revealing that the battery condition was as expected. The battery is depleted. In conclusion, analysis revealed that the clinical observation resulted from the activation of and remaining in the safety backup mode. The safety backup mode was activated due to the detection of invalid memory content. The root cause for the invalid memory content was not determinable based on the data available. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the backup mode activation. The analysis of the device and the returned device data revealed no indication of a device malfunction.